Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, opening side assessed as surgical impact opening. (Shell thickness was within specification). ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observation. ¿ no penetrating nick ( stress marks).

Event description:
Healthcare professional reported left side "grossly ruptured" and capsular contracture baker grade IV. The device has been explanted.

Event description:
Healthcare professional reported left side "grossly ruptured" and capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV.